Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery.

Manufacturer narrative:
Updated b3, b5.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge, resumed insulin delivery.